Event description:
Pt was implanted with a 28mm liner and a 26mm head. The problem was not discovered until the pt was discharged.

Manufacturer narrative:
An eval of the device history records for the product and lot numbers given confirms the observation, however, no product error is indicated. Root cause is not applicable and corrective action is not indicated. Should we receive the product and/or add'l info, the investigation will be reopened. Depuy considers the investigation closed at this time.